Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found slight dust-like and fibrous contamination in the iso port. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of white film coating onsistent with mineral deposits in several areas of the water tank, fibrous and hairlike contamination in the humidifier enclosure, slight unknown red colored fibrous particulate in the humidifier enclosure behind the back panel, hair like and dust like contamination on the drybox. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmd the presence of dust like contamination in the iso port. Section e1, d9, g3, h6 has been updated / corrected.